Manufacturer narrative:
No system malfunction has been identified till now. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation is completed. Device evaluation anticipated, but not yet begun.

Event description:
A patient received a high radiation dose during an exam that was performed on (B)(6) 2018. Total exam dose was 19.305 gy during which patient received a localized peak skin dose of 11.7 gy in the same body area. Patient has skin reddening in the left lateral and posterior area of the abdomen. Patient will be followed by her primary care physician.

Manufacturer narrative:
Ge healthcare investigation of this event was performed using information provided by ge healthcare field service engineer and logs from the system which showed that the total exam duration was about 7 h 45 min and the total exam dose was 19.305 gy with a localized peak incident dose of 11.7 gy. System calibrations were within specifications. No system malfunction has been identified. The most probable root cause for this high dose exam was a long exam performed on a large patient with high dose acquisition settings, even if a different choice of acquisition settings could still have reduced the exam dose. However, the settings were determined based on the physician¿s clinical judgment for the exam needs. Detailed dose reduction instructions are clearly provided in the innova 4100 I-q operator manual. These instructions have been reviewed and found to be appropriate. Proper training was given to the customer on dose protocol during system installation. On april 19, 2017 ge healthcare customer specialist reminded customer about system dose information like the system x-ray dose calculations, details on interventional reference point, dose area product significance¿ no further action is required at this time.